Event description:
Reportedly after the implantation performed on (B)(6) 2011, the device was found pacing at 130 min-1 although the pt was at rest (mode: 65-140 min-1). Smoothing was switched off, but pacing was still delivered at a high rate. When the rate response was turned off, the spontaneous rhythm was 65 min-1. And when it was turned on, the cardiac rhythm was at 75-77 min-1 through pacing (the rate response parameters: rr auto/twin trace). The minute ventilation sensor was turned off. An explanation is requested.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.